Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified, but the battery not charging issue could not be verified.